Event description:
It was reported that a revision surgery was performed due to lucent halo effect around the screw identified by MRI, and it was found that the poly head had disassociated from the shank of the screw causing blackened tissue around the poly head and audible clicking.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. Review of all records for this device and provided information concluded that there is no evidence of a product defect or deficiency. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.